Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's communicator displayed a red call doctor icon, indicating that an alert had been generated by this implantable device that was not able to be uploaded to the remote monitoring system. It was determined that the patient was not enrolled in the remote monitoring system. Boston scientific technical services (ts) advised that the pacemaker should be evaluated. No adverse patient effects were reported. This pacemaker remains in service.